Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer cleared the alarm. Customer's blood glucose level was 156 mg/dl. Alarm did not occur during the first battery installation. Customer received multiple battery out limit alarms. Customer checked history. Customer received a blank display. Customer changed the battery several times, but the blank display persisted. Insulin pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
Findings: pump had blank display due to the battery tube connector not plugged improperly to b1/ib. Unable to test for battery out limit alarm due to blank display. Connected the battery tube connector to I/b, all operating currents are within specification. Off no power alarm function properly. No blank display noted during testing. No damage found on the c13/lcd isolation tape noted. Pump received with cracked reservoir tube lip, cracked belt clip slot, scratched lcd window, and scratched reservoir tube window.